Event description:
Info from health care provider indicated that the initial device replacement was triggered by a complain of increased pain from the pt in the sacral region. A catheter break was found on x-ray, and the catheter was subsequently replaced. After replacement, the pt continued to complain of increased pain. Upon further testing, a metastasis was discovered at the 1 location which appeared to be the cause of the pt's pain.